Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient went to the emergency room for hypoglycemia. The patient attempted to test on the performa expert blood glucose monitor prior to the event on (B)(6) 2016, but the blood glucose monitor would not turn on. The exact time the patient attempted to test on the blood glucose monitor was unknown. The patient arrived at the emergency room at 3:00 p.m. And his blood glucose result was 3.2 mmol/l. The patient was treated with a "glass of juice". The patient's blood glucose level was tested again at 3:30 p.m. With a result of 4.7 mmol/l. The patient stayed in the emergency room for 30 minutes and was not admitted into the hospital. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.